Event description:
Journal reference: sansur, et al. "Incidence of symptomatic hemorrhage after stereotactic electrode placement." J neurosurg 2007; 107(5): 998-1003. In this study, the authors retrospectively evaluated the incidence of and factors associated with symptomatic ich in a large cohort of pts with various diseases treated with stereotactic electrode placement. Between 1991 and 2005, 567 electrodes were placed by 2 neurosurgeons during 337 procedures in 259 pts. Deep brain stimulation (dbs) was performed in 167 procedures, radiofrequency lesioning (rfl) of subcortical structures in 74, and depth electrodes were used in 96 procedures in pts with epilepsy. Overall, 7 pts suffered an ich-4 of whom underwent dbs. Reportable event: a male with parkinson's disease underwent a subthalamic nucleus dbs procedure and suffered from a left frontal lobe intracranial hemorrhage (ich) after implant. Other clinical outcomes included persistent right hemiplegia. The pt had a hospital stay (unk time frame) and was either discharged home or to a rehabilitation center/skilled nursing facility.